Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open resection of small bowel, upon bowel anastomosis, there was poor staple formation and incomplete staple line on anastamosis. Resection and re-stapling was done to fixed the staple line. Another reload was used for same device to complete the surgery.